Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt was apparently asymptomatic and returned for a routine f/u appointment. A non-contrast CT showed a 5 cm distal migration of the bifurcated stent graft which is now no longer proximally attached but rather found in the aneurysm sac with a proximal type I endoleak. The bifurcated stent graft (MFR report #2953200-2011-01028) has also buckled over 90 degrees posteriorly. The aaa size at the time of migration is unk. At the time of migration, the aortic neck had dilated to 24 mm in diameter at the renals to 32 mm at 15 mm below with 50 degree angulation. The migration was attributed to the aortic neck dilatation and angulation. The left/contralateral limb (MFR report #2953200-2011-01177) had also thrombosed. Approx 1 month after the migration was noted, an intervention was performed whereby two aneurx 16x16x85 limbs were placed one on each side to support the crotch area of the main body. A 32x70 endurant cuff and a 36x49 endurant cuff were placed proximally for the migration. A femoral-femoral bypass was then performed for the occluded contralateral limb. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion), (disease progression). Conclusion: (disease progression).